Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection with sepsis. Also, the patient had valvular vegetation. There were no additional adverse patient effects reported. The lead was explanted. Additional information indicated that the patient had sepsis-streptococcus bovis bacteremia with transesophageal echocardiography (tee) findings concerning for vegetations on implantable cardioverter defibrillator (ICD) device and lead. The rv lead explanted due to infecition. Also, this type event has serious adverse device effect (sade) without device deficiency. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection with sepsis. Also, the patient had valvular vegetation. There were no additional adverse patient effects reported. The lead was explanted.